Event description:
Asku

Event description:
It was reported that the implanted single chamber pacemaker had recorded 139,000 low impedance paces on an unknown chronic lead. It was also reported that there was ventricular pacing during high rate episodes. A review of the save to disk transmission showed occasional safety pacing during the high rate events, which is normal behavior. Reprogramming recommendations were provided. There were multiple unsuccessful attempts made to determine the pacing lead model and manufacturer. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Evaluation summary; (B)(4) the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. The device data indicates low resistance/impedance and 139,516 low impedance paces.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.